Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence with urethral hypermobility. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent urethrolysis and removal of mesh on (B)(6) 2012 for pelvic pain with urinary tract infections and urinary retention. (B)(4) ¿ urinary problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with anterior repair, due to cystocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, frequency, urgency, incontinence, and leakage. (B)(4).